Event description:
It was reported that during a da vinci s total hysterectomy procedure, the monopolar curved scissors (mcs) instrument was broken at the wrist; however, no pieces fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tube extension dislodged from the main tube and the hypotubes are bent. The entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. A .200" x .110" piece of the tube extension is missing. Per the information provided by the initial reporter, no instrument fragments fell into the patient during the surgical procedure. Engineering concluded the instrument damage may be due to excessive side loading.. The instrument was returned with a mcs tip cover accessory installed. Engineering observed a .015' x .030" oblong hole and a .015" diameter hole in the silicone. The holes are located .040'" and .090" above the silicone to sleeve interface. The silicone exhibits localized melting around the holes, indicating arcing events occurred. The tip cover also has various mechanical tears in the silicone. It cannot be determined whether or not the instrument breakage led to the arcing events.